Manufacturer narrative:
(Incontinence occurred) - conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure in 2008. Four months later, it was reported that the pt experienced persistent incontinence at night and stress incontinence. As a result, the pt rec'd a suburethral bulking agent injection the next day, and a suburethral hydrogel injection four days later.